Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-13468. Reference number: (B)(4). Voluntary medwatch was received. Reference number: (B)(4). The investigation is ongoing. H3 other text : the device has not been returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach the sheath inserted per usual with no issues. The esheath kinked as distal to the iliac vessel bifurcation when the valve and delivery system were inserted into the sheath. It was noted that the iliac artery was perforated. The kink resulted in the delivery system flex catheter diving into the valve which bent an outflow frame strut. With the bent strut, the system could not be advanced or retracted. It was noted that the sheath kept "buckling". A surgical intervention was required to remove the system. Upon removal, a tissue was wrapped around the sheath likely iliac artery tissue and the bent valve strut pierced the sheath layers. A contrast injection showed an obliterated artery and further open surgery was initiated to repair. Prior to repair, the patient developed cardiac arrest and expired.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: tortuosity and calcification are present in the patient's access vessel. Post procedural device photo shows sheath with valve puncturing through torn sheath liner, two (2) struts bent outwards at inflow side. One (1) strut bent outwards at outflow side. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed on from provided imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''when valve and delivery system inserted into sheath, the sheath kinked as distal to the iliac vessel bifurcation. It was noted that the iliac artery was perforated. The kink resulted in the delivery system flex catheter diving into the valve which bent an outflow frame strut. With the bent strut the system could not be advanced or retracted''. Per evaluation of provided imagery, two (2) struts were bent outward at inflow side and one (1) strut was bent outward at outflow side. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Additionally, per 3mensio, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, the shaft kink that was noted paired with vessel tortuosity may have resulted in the inability to further advance the delivery system through the sheath and contribute to the resistance. It is possible that excessive manipulation was used to in an attempt to overcome the resistance, it can lead to the valve struts interacting with the sheath causing the frame damage at both sides. Further manipulation during delivery withdrawal with the valve cause frame damage at the outflow. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, sheath kinked) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.